Event description:
It was reported that during the implant procedure, the delivery catheter broke and the hub separated from the catheter body. The implant was completed successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.